Event description:
Patient says while injecting b12 in her buttocks, needle broke in her buttocks. She went to the emergency room where doctors did an x-ray but say it will be more difficult to take needle out. Patient says it hurts when she sits on that part of her buttocks. She is presently experiencing skin discoloration at the site where needle is lodged. Doctor recommends that she leaves needle in place.